Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces also, was unable to prime during the prime test and alarmed motor error during basic occlusion test due to faulty force sensor resistor. No button error alarms noted. The operating currents are within specifications and passed self-test, a21 error test, rewind and displacement test. The insulin pump had cracked case at the display window corners, cracked belt clip slot, corroded battery tube and minor scratches on the lcd window. The insulin pump was missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose was 200 g/dl at the time of incident but then fell to 40 mg/dl. Troubleshooting found that the customer did not have a back up plan and indicated they would go to the hospital. The customer was also advised that the device would be replaced and to return the product for analysis.